Event description:
It was reported the bur broke inside the handpiece. There was no patient impact reported.

Manufacturer narrative:
This device is used for therapeutic purposes. Handpiece, skeeter drill oto-tool, part # 3055601, serial # (B)(4), lot # 59385400, mfg date dec 2008. (B)(4). Product has not been returned. The broken bur has been disposed of by the customer. Method - no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.